Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported to a manufacturer's representative (rep) that the patient's ins was "poking on her skin" and causing discomfort. The patient stated that the stimulator helped with the hip pain, but did not help enough, the patient would like to have the ins explanted. Additional information received from the rep stated that the explant was planned but not scheduled. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.